Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Unique device identification (UDI) is unavailable. Lot number is unavailable. The pedicle probe was returned to the manufacturer for analysis. Analysis found that despite the minor damage, with markers attached and fully seated, the returned probe returned good geometry and divot error readings and was fully functional. The issue was related to physical damage. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that intra-operatively, it was discovered that the tip of the cervical probe was deformed/bent. The procedure was completed with the navigation system. It was unclear if another probe was used. There was no reported surgical delay or patient impact.

Manufacturer narrative:
Lot number was updated.